Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The patient could not identify if the insulin leak appeared at the cannula housing or the headset septum.

Event description:
It was reported that the infusion set was leaking at the headset. The patient could not identify if the insulin leak appeared at the cannula housing or the headset septum.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.